Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through proper cartridge loading steps, successfully loaded new cartridge, and then resumed insulin therapy, and no additional information was received regarding the outcome of the event.